Event description:
Intermittent loss of capture; pacer programmed to 4.8v, threshold = 1.5v. Still had loss of capture (intermittent). Resistance = 420 ohms, battery voltage = 2.5v. Why loss of capture when threshold was 1.5v and device programmed to 4.8v?